Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). All 3 failed per specification. One of 3 sensors failed for low readings; the 2nd sensor failed for no readings detected; the 3rd failed due to the cannula being split from the tubing. The adhesive anomaly could not be confirmed due to the sensor being returned in opened/used condition. The insertion test also could not occur for the complaint against the sen-serter; no needle was returned.

Event description:
The customer reported via phone call that she has experienced issues with three sensors. Two sensors did not work well since they kept popping out of her skin, and one sensor break inside of her serter. The customer kept receiving sensor errors with two of her sensors since she was allergic to the adhesive; without the adhesive she has difficulty inserting them properly. In regards to the broken sensor, the needle hub remained stuck inside the serter. Her blood glucose at the time of incident was 116 mg/dl. The customer's serter usage and general insertion technique was reviewed; however, troubleshooting did not occur. The three sensors and the serter were returned for analysis and replacements of each product were shipped to the customer.